Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead had an alert last month for high out of range shock impedances greater than 125 ohms. The impedance had since been trending stable at approximately 100 ohms. Discussed increasing out of range alert to 150 ohms and continue to monitor. Lead remains in-service. No adverse patient effects were reported.